Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis indicates a low telemetered battery voltage condition occurred. The device is part of the advisory for this model.

Event description:
It was reported the patient was seen in the emergency room due to the device seeing low telemetry battery voltage. The device remains in use. No patient complications have been reported as a result of this event.